Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer number 5 was failed. A field service engineer reseated the latch sensor to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed.the customer stated that there was a delay in patient care workflow.there were no adverse events or injuries reported based on this event.